Event description:
Boston scientific crm received information that during a follow up visit, this device displayed different remaining longevity indicators within a few minutes. The initial indicator revealed near elective replacement indicators suggesting a three month follow up. After the pacing and sensing interrogation, the device displayed indicators close to elective replacement time. No adverse patient effects were contacted. An internal technical service consultant was contacted regarding the discrepancy.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.